Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the outer tube is bent and dented. Fiber breakage, dents and scratches on distal frame, dirt in objective unit and loose light guide adapter. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the customer reported issue and other additional malfunctions occurred due to a component failure. Whereas no presumable cause can be determined for the issue dirt in objective unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rigid video laparoscope had dim light and possibly bent scope. The issue was found during reprocessing. There were no reports of patient involvement.